Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was re-implanted with new device during the same surgery. This report is filed november 9th, 2015. Device not returned to manufacturer.

Manufacturer narrative:
This report is filed on june 09, 2016.